Event description:
A motor stall and motor stall recovery were recorded in the event logs. The motor stall was caused by the patient having an MRI or other medical procedure. The length of the stall was not reported. The medication being delivered via the pump at the time of the event was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.